Event description:
A saluda representative was notified by a study coordinator that the patient had passed away. The study coordinator reported that, upon attempting to contact the patient to schedule their 6-month follow-up visit, they were informed of the patient¿s death. Additional details regarding the event have not been provided to saluda.

Event description:
The patient reported feeling unwell and was hospitalized on (B)(6) 2025, subsequently requiring transfer to the intensive care unit for management of septic shock. The patient required endotracheal intubation and mechanical ventilation. A pulse was not detected in the left radial artery. A chest CT revealed extensive bilateral multifocal pneumonia. The patient¿s clinical condition continued to deteriorate, and she was transferred to (B)(6) hospital for higher level care. On arrival, she remained tachycardic and hypotensive, with severe metabolic and respiratory acidosis. A repeat chest CT revealed right lower lobe and partial right upper lobe pneumonia. The patient remained intubated and sedated. The patient ultimately experienced cardiac arrest, which was determined to be the cause of death. The physician reported primary cause of death as cardiac arrest with secondary cause as septic shock (hcc), acute kidney injury, right lower lobe pneumonia, uti, nodule of left lung, hypotension, leukocytosis, lactic acidosis, and diminished pulse in upper extremity. The patient was enrolled in the neural panel study, which is a post-market study.

Manufacturer narrative:
Correction: section b - date of death. Section e - initial reporter. Additional information: section a - sex, date of birth. Section b - date of event; event description; medical history/preexisting condition. Section f - uf/importer event awareness date; type of report; adverse event problem.